Event description:
The customer alleged they received questionable glucose hk gen.3 (gluc) and cholesterol gen.2 (chol) results on their c111 analyzer. The first patient's gluc result was 273 mg/dl accompanied by a data flag. The sample was repeated and the results were 197 mg/dl and 295 mg/dl. The second patient's initial chol result was 792 mg/dl accompanied by a data flag. The sample was repeated and the results were 199 mg/dl and 197 mg/dl. Information on whether any of the results were reported to the physician was requested but not provided. There were no deaths associated with the erroneous results. Information on whether the patients were adversely affected was requested but not provided. The gluc and chol lot number and expiration dates were requested but not provided.

Manufacturer narrative:
The customer repeated the samples before reporting the discrepant results to the doctor. The lower results for both glucose and cholesterol were reported outside of the laboratory. A root cause could not be determined with the information provided. Additional data were requested but not provided. The field service representative performed a preventative maintenance. He ran quality control and the results were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).